Event description:
Procedure: pneumothorax, wedge resection. According to the reporter: the stapler did not fire completely during the procedure. However, tissue was transected. The incomplete staple line was resected.